Event description:
Reporter alleged 2 sets of discrepant blood glucose values when testing was performed back-to-back on the advantage system: 428 mg/dl and 157 mg/dl with no symptoms; and 481 mg/dl and 175 mg/dl with no symptoms. No treatment or action based on these results was reported. No serious adverse events related to the alleged malfunctions were reported. The suspect device was unavailable for return; replacement product was sent.